Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and no peeling, lifting or damages. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Change: testing also confirmed that the keypad buttons were hypersensitive and sticking in response to button presses.to: testing also confirmed that the keypad buttons were hypersensitive with no springback in response to button presses.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were intermittently responsive and required multiple presses with increasing force to evoke a response. Testing also confirmed that the keypad buttons were hypersensitive and sticking in response to button presses. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons and an inverted key contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.